Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "presence of peri prothesis liquid and notable breast pain". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional later reported "discrete radial folds" via MRI, "glandular parenchyma with anechoic, laminar collection in the 15h axis with a maximum diameter of 2.3 cm, with seroma" via us and "capsulitis." The device remains implanted.